Event description:
It was reported that during a skin graft on the thigh the correct dermatome blade was erroneously selected for the handpiece that was used because "they thought all of the old blades had been removed from the shelf." The pt experienced a ruffle cut approx four inches in length on the leg, and stitches were required. The pt was doing well. A skin graft was obtained with the blade. The dermatome handpiece did not belong to this manufacturer.

Manufacturer narrative:
The device is a class I device. Final device investigation found that the cutting edge of the device was in good condition and the device passed all visual acceptance criteria for sharpness. It was noted that the device was sent to the complainant seven years ago.